Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the firing rod is bent when the reload is forcefully removed from the instrument. Pmv performed functional testing could not be done due to the state of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. The product analysis established a relationship between a device failure and the reported incident of instrument did not fire. Based on the evidence available the reported condition was confirmed. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a thoracic procedure, the handle of the device could not fire the fourth reload. The surgeon was able to press the green button. There was no problem loading the device. There was no issue with the staple formation and the staple line was complete. Another handle was used to complete the procedure. No patient injury or extension in surgical time.